Event description:
The customer stated that she was treated by the paramedics after passing out due to low blood glucose levels. The customer had been experiencing unexplained low blood glucose levels for the past eight days. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's daily totals ranged from 3.55-25.1. The customer stated that she had not been suspending the insulin pump delivery. Reviewed the bolus history, and found two bolus deliveries prior to the paramedics' arrival. The customer stated that she has been waking up with very low blood glucose levels. On (B)(6) 2011, the customer reported waking up with a blood glucose of 12 mg/dl. The reservoir volume was correct, and the insulin pump passed the displacement test. The customer requested replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.